Event description:
The suspect device result was in the 200's. The user went to the hosp because of the resut. At the hosp their glucose was 137 mg/dl. No treatment was provided. Controls were not used. The device was replaced and requested to be returned for eval.